Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample of actual device used and sister samples from the same lot was received for evaluation. Visual testing was performed. Visual inspection found the unused sister samples were visually evaluated and tested for catheter leakage. All unused sister samples were found to be acceptable. The used catheter assembly was visually examined for potential nonconformances. The used sample displayed evidence of catheter severance at approximate 0.5 inches above the hub nose; however the actuator to tube securement area within the catheter hub was intact with no evidence of catheter securement issues. Magnified examination of the used sample catheter tube at the point of severance displayed the v shape profile of the introducer needle. This v shape incision is consistent with a catheter wall penetration by the cannula as a result of a redirect during insertion and not the result of a manufacturing nonconformance. The root cause of the reported issue was found to be use error. No correction or corrective actions will be conducted by the manufacturing facility at this time.

Event description:
It was reported that a needle broke off during disconnect from patient's arm. The remaining piece of catheter was retrieved.